Manufacturer narrative:
The asset device was returned to the olympus repair center and was evaluated. In addition to the findings reported in the evaluation found a deformed electrical connector, a dent on the distal end and grip, dirt on the bending section cover and reduced angulation. As a result of the deformed distal end, water tightness was lost and the damage on the distal end caused no electrical continuity. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The asset bronchovideoscope was returned to the olympus repair center for inspection. The customer did not report an allegation against the device. During inspection, the coating on the connecting tube was found to be peeling. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information: please read before use: warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.